Manufacturer narrative:
Clarification b3 (date of event): patient reported noticed "slow leak and "bra shifting to one side" about six months ago. Clarification d.6a (partial date of implant): (B)(6) 2004. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "slow leak". This record is for the left side. Device remains implanted and it's unknown if it will be returned.